Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the preparation of the femoral neck, the drill bit 11.0 mm, conical, cannulated, length 280 mm broke. To remove the drill bit fragment, it was necessary to remove the trochanteric fixation nail (tfn) nail. It was reported that it allowed the surgeon to verify to see if the nail locking mechanism was loosened and that the screw connection between the aiming arm and the nail would lock properly. There is no information about non-sterile trochanteric fixation nail (tfn) nail, but extra care should be taken, because there is no control in the position of the locking mechanism. This report is for an unknown trochanteric fixation nail (tfn) nail. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional part code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.